Event description:
When contacted by beckman coulter, inc. (Bec) accutni marketing survey program (msp), a customer reported obtaining a non-reproducible false positive troponin (accutni) result for one (1) patient. The result was generated by an access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. Repeat analysis of the patient's sample on an alternate access 2 immunoassay analyzer produced a result within the normal reference range. The customer declined to supply specific data when requested. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. No reports of death, injury, or change to patient treatment have been made in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube with gel. Centrifugation data was not provided. The customer did not supply specific event qc data. Per the customer, the instrument was performing within qc specifications at the time bec contacted the customer. A root cause was not determined for this event.